Event description:
It was reported that on (B)(6) 2026, a 17mm amplatzer septal occluder was chosen for a ventricular septal defect (vsd) closure procedure using a 8f amplatzer trevisio delivery system. During procedure, a cobra deformation was noted in the device. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was no report of contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath. A new 17mm amplatzer septal occluder was chosen and deployed using the same delivery system. There was no reported adverse consequences. The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.